Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 19.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2016. It was later explanted on (B)(6) 2017 because the patient wasn't happy and replaced with a zxt375 21.0 diopter iol. No additional information was provided.

Manufacturer narrative:
Section d10: device available for evaluation? Yes, returned to manufacturer on 11/10/2017 section h3: device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted. H3 other text placeholder.

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 9614546-2017-01122. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.